Manufacturer narrative:
Other: stroke. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had a dbs system implanted and experienced a stroke immediately post-operatively. The patient fully recovered from the stroke, however they experienced an overall decline in mobility as well as frequent falls before and after the stroke. The patient had experienced a functional decline over the past few years. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient weight was updated. The hcp reported that the cause of the stroke was related to surgical technique, which was a closure of a blood vessel. No further information was reported as a result of this event.